Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump battery was not holding its charge. The customer reset the pump and the malfunction alarm did not reoccur. Blood glucose was 140 mg/dl. Customer continued to use the pump for insulin therapy and had an alternate method of insulin therapy, if needed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.